Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3387s-40, lot# va0g0m4, implanted: (B)(6) 2014, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3387s-40, lot# va0rcv6, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported they were shaking a lot and it started about a week prior to report. They went to the dentist and had an x-ray. After that, they felt shaky. There were no trauma or falls related to the issue. Both devices were checked and they showed stimulation on/on and ok. They did not have the ability to change stimulation. Further follow-up was being conducted to determine what steps were taken to resolve the shaking. If additional information is received, a follow-up report will be submitted.